Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the micro drill medium angled attachment is coming apart. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The complaint for coming apart was confirmed by the technician through visual inspection. The lower housing, retaining ring and pin were missing. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the micro drill medium angled attachment is coming apart. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.